Manufacturer narrative:
Eval results: inherent risk of procedure (arterial and venous occlusion). Other-lack of info (unk cause of limb occlusion). Conclusion: other-lack of info (unk cause of limb occlusion).

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 5 weeks ago. Aneurysm morphology was not reported. There was nothing unusual about the vessels, and they were not very calcified. It was reported that 19 days post implant, one of the limbs occluded and a fem-fem bypass was performed. No additional clinical sequelae were reported, and the pt is fine.